Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "scoliosis in l2-l4 .problem with mantis redux screws and nuts. In l2-l3: concave stem on the left side. The nut was not aligned with the screwhead. It was slightly crowded and a little beyond the screw head. This is the side where there was the most distraction. The surgeon changed the nut to be sure it was not damaged."

Manufacturer narrative:
Methods: complaint history review; risk assessment. Results: the mantis redux reduction screw was not confirmed to have deformed threading due to block insertion. The product could not be returned to stryker for inspection and no photos were provided. The lot # for this product is unknown, so the manufacturing records could not be reviewed. This complaint is the first of its kind and we will continue to monitor for trends. Conclusion: the screw was not returned, therefore deformed threading could not be confirmed. The exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported that "scoliosis in l2-l4. Problem with mantis redux screws and nuts. In l2-l3: concave stem on the left side.the nut was not aligned with the screwhead. It was slightly crowded and a little beyond the screw head. This is the side where there was the most distraction.the surgeon changed the nut to be sure it was not damaged."